Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment and underwent revision surgery to remove the excess skin on (B)(6) 2015. The issue has been resolved.